Manufacturer narrative:
Report source: an article titled "balloon kyphoplasty combined with posterior instrumentation for the treatment of burst fractures of the spine - 1-year results" by robert pflugmacher, md; agarwal, anand md; kandziora, frank pd; k. -klostermann, published in the journal of orthopaedic trauma, vol.213(2), feb 2009, pp 126-131, r. Method - device not returned, internal review of literature, follow-up with author.

Event description:
In an article titled "balloon kyphoplasty combined with posterior instrumentation for the treatment of burst fractures of the spine - 1-year results", the following event was reported: in two of twenty-five vertebral bodies, asymptomatic cement leakage was detected. One, a case of asymptomatic paravertebral cement leakage into the local venous system occurred. No additional information was reported.